Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient reported that he experienced a low blood glucose (bg) reading of 27 mg/dl this morning at 6:30am. He had no symptoms and was alert and oriented. Patient stated that he exhibited strange behavior, including following his son around the house and speaking louder than usual. Son called paramedics to the house. Patient was monitored by paramedics and self-treated the low bg with the consumption of sugar / simple carbohydrates. The bg resolved about 2.5 hours later to 344 mg/dl , at which he then took a correction bolus. He was not hospitalized and did not need to seek medical facility attention. Customer support (cs) review during this call identified that the time is off by 12 hours. - time is set incorrectly in the pump. Patient stated that he has had a trend and experienced lower than normal bgs upon awakening over the past few days. Patient is not getting the correct amount of basal rate for the time of day and being off by 12 hours - he was getting a higher amount. Patient also stated that another contributing factor is that he believed he may have over-bolused for pizza meal last night and he is not making an allegation the pump for his low bg. Patient admitted that user programming error likely played a role in the time/date being incorrect. To confirm this, patient was asked to reboot his pump, and he confirmed that the time/date was saved correctly on verify screen. Patient completed the prime/rewind sequence. Cs explained to patient that he was receiving a higher basal rate through the night because the time was off by 12 hours. He verbalized understanding this. There is no indication of pump malfunction. This complaint is being reported because a patient on pump therapy experienced hypoglycemia related to the user error of setting the time in the pump incorrectly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. User error should be considered as contributory to the event, as the patient set the pump to the incorrect time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the black box shows a manual time change on (B)(6) 2014 from 19:28 to 18:28. A timekeeping accuracy test was performed. Pump maintained time accurately during 5 day duration test; however when pump was left without power for 60min and was powered back on it had returned to the default time/date 12:00am (B)(6) 2007. The tdd¿s add up correctly and reflect the user's programmed basal rates. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump was opened and the internal battery was found to be leaking. Time test was started but not completed due a internal battery failure. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.